Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during filling, a smiths medical cadd medication cassette reservoir leaked from the bag. No adverse effects were reported.